Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the non-invasive patient tracker tool card was missing from the procedure, they then reverted into the equipment task and when returning to the application software, the instrument was not missing. It was noted that the cranial application software was uninstalled, re-installed the application software and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the navigation system, the cranial application software became unresponsive to prompts to the user. It was noted that the issue occurred when the navigation system was brought into the operating room (or) and was removed subsequently. There was no patient present when this issue was identified. No additional information was provided.